Event description:
It was reported that the patient presented at the emergency room on (B)(6) 2024 with persistent connect battery alarms on the black adapter. There was obvious kinking to the black cable and persistent alarms no matter how power was connected. Event log files were submitted for review. The system controller was exchanged, and the patient tolerated it. The patient was given a new backup system controller in the clinic. The event log files captured random power cable disconnect events and low voltage hazard events on 23jan2024 at 22:09. The alarms resolved with the system controller exchange on 24jan2024 at 01:46. The black power lead appeared to have some issues as the remaining state of charge (rsoc) values were zero and its connection was not registered. There were no other unusual events in the event log files.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an atypical power cable disconnect alarm was confirmed via the provided log file; however, the reported event of damage to the controller¿s black power cable was not confirmed. The provided log file contained data spanning approximately 4 days (on (B)(6) 2024 per timestamp). On (B)(6) 2024 at 22:09, the power cable disconnected alarm activated due to a relative state of charge (rsoc) fault in the black power cable. The rsoc fault and associated alarm remained active through the end of the log file, including reactivating following the exchange when the log files were downloaded. The alarm did not affect the controller's ability to support the pump. The exchanged system controller (serial number (B)(6) was not returned for analysis. Questions regarding the controller¿s return status were asked multiple times and no responses were received, and no further alarms have been reported. The root causes of the reported events were unable to be conclusively determined through this analysis; however, the reported damage to the black cable may have contributed to the cause of the atypical power cable disconnect alarm observed within the log file. Review of the device history record for system controller, serial number (B)(6) , showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (rev. D, section 5 ¿alarms and troubleshooting¿) instructs users on how to react to and resolve alarms that sound from their system controller, including alarms associated with power cable disconnect and low voltage conditions. The heartmate 3 patient handbook (rev. D, section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook (rev. D, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.